Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out procedure due to fsca battery advisory, upon fluoroscopy examination, externalized conductors was observed on the riata rv lead. Patient is pacemaker dependent. Lead electrical was normal. Lead synchronized shock test was performed to test the lead as well. Physician elected to continue to use the same lead. Patient was stable.